Event description:
Report received of an overdelivery. The pump was returned to the biomedical engineering dept from the clinical setting with an unsigned note that stated, "not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered a measured volume of 21.8ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.